Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral-popliteal artery. Pre-dilatation was performed and a 6x150 supera stent was implanted; however, after deployment, the stent was noted to be elongated into the deep femoral artery and became occluded. A balloon was used to open the vessel and surgical intervention was performed. The stent remains in the vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of occlusion and surgery are listed as known potential patient effects associated with the use of the device in the supera instructions for use (IFU). A conclusive cause for the reported stent elongation could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.